Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and there was no failure found. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the surgeon initially reported being inaccurate following the tracer registration. The surgeon elected to continue with the original trace registration and then reported that he was approximately 2cm inaccurate superior when navigating to the tumor. The surgeon chose to complete the surgery without navigation. There was no impact on patient outcome.